Event description:
It was reported that the customer experienced a low blood glucose of 43 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to treat low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was customer not turning on sleep activity, customer understood and acknowledged. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
Per the tandem user guide: the control-iq technology sleep range is targeted during scheduled sleep times and when sleep is manually started (until it is stopped). During sleep, control-iq technology will not deliver automatic boluses. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.